Manufacturer narrative:
The harmonic ace curved shears insert accessory was discarded by the site and will not be returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, while the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed was in use, the blade on the insert accessory broke off and fell into the patient. Although, no patient harm, adverse outcome or injury was reported, it is unknown what caused the blade on the insert accessory to break off and fall into the patient.

Event description:
It was reported that during a da vinci assisted surgical procedure, during use of the harmonic ace curved shears instrument with the harmonic curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. The broken piece was retrieved laparascopically and the planned surgical procedure was completed with a replacement insert accessory. There was no report of any patient harm, adverse outcome or injury due to the broken blade issue. The date of event is unknown and the insert accessory is not available for failure analysis investigations as it was discarded by the user. No other information regarding the reported event was provided.